Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) device, it was reported that the home patient (hp) reconnected the patient line after it was accidentally disconnected from them during a fill cycle. The technical service representative assisted the hp in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. A review of all batch record documents was performed for lot number h13k29044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide instructs the user to use aseptic technique to reduce the chance of infection when you connect yourself to the cycler. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.